Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured and torn. The catheter was recognized by the catheter interface module and viewmate multi system and the imaging screen was displayed. Visual abnormalities were noted - the phantom bath elements appeared stretched and blurred, consistent with the tip damage noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter tip during investigation. During an av node ablation and a non-abbott (aveir) leadless pacemaker implant procedure, upon inserting the viewflex ice catheter, a line of black was noted along the center of the image. A damaged crystal was suspected and the viewflex ice catheter was replaced. The issue resolved and the case proceeded normally. There were no patient consequences.